Event description:
It was reported that a lead integrity alert (lia) triggered due to elevated short interval counts (sic) and two high rate non-sustained tachycardia episodes. The electrogram showed fast ventricular tachycardia (vt). Additional information obtained noted that there were no interventions and no reprogramming needed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received indicated that a lead integrity alert triggered again. It was further reported that sensing and impedance remain stable. The cause of the elevated short interval counts is unknown. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D314vrg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2013; 4968-25 implantable pacing lead implanted: (B)(6) 2013.